Manufacturer narrative:
(B)(4). Evaluation summary: a baxter service technician evaluated the pump. The reported condition of a pump that over-delivered was not confirmed. The pump was tested at 200 ml/hr with a volume to be infused (vbti) of 35 ml and delivered 36.1 ml. This value is within delivery pump specifications for accuracy. Therefore no repair was needed. The device was being rented by the facility and will not be returned.

Event description:
The facility reported a flo-gard infusion pump with an over-delivery. This problem occurred during bio-med testing. There was no patient injury or medical intervention reported by the facility. No additional information is available.